Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer noticed the medium-large clip applier instrument was too bent and could not grasp the hem-o-lok clip. The clips fell into the patient¿s cavity and were retrieved during the same procedure. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site on (B)(6) 2022 and obtained the following additional information: the customer inspected all instruments prior to use. During the procedure, the instrument became too bent during use and the clips fell into the patient¿s cavity. The same issue occurred when the customer inserted a different instrument into the arm. The clips were retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required and no post-operative tests like an x-ray or ultrasound were performed. The vessel was less than 10 mm in diameter. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws and did not notice any issues with the functionality of the instrument. It was unknown what caused the clip falling issue. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There was no damage noticed on the instruments. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the medium-large clip applier instrument (part# 478053-04/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 63 uses remaining after this last usage. A review of the rfe procedure log showed the site performed this cholecystectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci assisted procedure, the clips fell inside the patient while the customer was using the medium-large clip applier instrument. The clips were retrieved during the same procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed further evaluation on the medium-large clip applier instrument involved with this complaint. Advanced failure analysis confirmed the initial failure analysis. The instrument was placed on an in-house system and failed the clip test. The housing was then removed and it was found that the screw at the rocker holding the push-pull rod assembly was loose. The loose screw likely caused the push-pull rod to be unstable and thus, unable to generate enough force to complete clip application. The root cause of this failure is attributed to a component failure. It is likely that the bent shaft also contributed to the clip test failure by causing added friction that prevented the push-pull rod from moving fully.

Manufacturer narrative:
Failure analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint of "the hemolok cannot be grasped". Upon visual and microscopic inspection, no damage was found to the wrist assembly. No misalignment of grips was observed. Ligation clip was successfully installed on the instrument. The instrument was placed and driven on in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed to close the ligation clip. Even with no object to clip on, the grips did not appear to fully close for clip action to occur. Additional note was that the shaft appears to be curved and not severely bent. Since this instrument is single site and passes through a curved cannula, some curvature typically appears on the shaft. The instrument was transferred to engineering for further evaluation. A follow-up MDR will be submitted when the investigation is completed and/or if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.